Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was scratched and noticed upon implantation by the cartridge. The cartridge that was used in the event has to be inspected further and lens was kept in the eye. Additional information has been requested.

Manufacturer narrative:
A used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence of placement into a handpiece. The cartridge did not appear to have been fully seated in the handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage could not be verified. The lens was not returned. No problem was found with the returned used company cartridge. No damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The cartridge did not appear to have been fully seated in the handpiece. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Failure to follow this step may cause the lens to advance incorrectly. The manufacturer internal reference number is: (B)(4).